Manufacturer narrative:
A clinical investigation is ongoing. No prisma alarm history was available. A gambro technical services (gts) field rep checked the scales. He was unable to duplicate the reported condition. He proactively calibrated all scales and performed a saline treatment with no problems or alarms.